Event description:
Date of procedure: 09/04/1998. During an internal audit on april 22, 1999, it was detected that due to an administrative error, the following incident was not reported as an MDR: "it was reported to target that during a gdc embolization of a giant right p.comm. Aneurysm, the physician easily accessed the neck of the aneurysm. He felt a little resistance while deploying the first coil. The second coil stretched, but the physician was able to remove it. After accessing the aneurysm again, while deploying the last 5-cm of the third coil, a loop flipped out in the middle cerebral artery, and the coil stretched and broke. Several attempts to remove the coil were unsuccessful and the pt was taken to surgery for clipping and coil retrieval. Through a follow-up with the physician by a co rep on 05/20/1999, target was informed that the pt has some residual deficit on her arm and hand, but is ok."